Event description:
Related to MFR report # 2183959-2012-02346. It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a perigee system with intepro lite "with the intention of treating the plaintiff for pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, urinary difficulties", has "experienced significant mental and physical pain and suffering", has "sustained permanent injury", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.